Event description:
While treating a prostate cancer pt via bilateral rotational arc on a varian 2100c/d, the varis system did not record both lateral arc treatments. Only one treatment for the right lateral was recorded into the varis system although both sides were treated. The error was noted and the treatment for the left lateral was input manually. The right clockwise arc was treated and staff were going to treat the left lateral arc. The treatment was given, but then varis said it wasn't. The gantry was at 30 degrees and the correct milli-units were given according to the consule, but when staff printed out the left lateral and wasn't recorded.